Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for self activation, as the sample was not available for functional evaluation and no objective evidence was provided for review. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that during a breast biopsy of soft nodule tissue under mammography, the device allegedly self-activated. Reportedly, the device fully primed during the 2nd time cocking the device and the gun released after clicking into place without pressing the trigger. It was noted that the status indicator was fully red and the safety lever was in the "fire" position. It was further reported that the device self-activated during the fifth sampling attempt while a compatible needle was inside the device. There was no reported patient injury. Reportedly, a coaxial was not used and the procedure was completed using the same device.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy of soft nodule tissue under mammography, the device allegedly self-activated. Reportedly, the device fully primed during the 2nd time cocking the device and the gun released after clicking into place without pressing the trigger. It was noted that the status indicator was fully red and the safety lever was in the "fire" position. It was further reported that the device self-activated during the fifth sampling attempt while a compatible needle was inside the device. There was no reported patient injury. Reportedly, a coaxial was not used and the procedure was completed using the same device.